Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lcd lens, and a bent latch lock. ¿cassette not attached properly¿ was found in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the contaminated dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an error message, set not loaded properly error¿ when loading the set to the device. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.